Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a severe low blood glucose event that occurred overnight while using the device. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with oral glucose. Investigation included communication and interview attempts and analysis of information provided by the user or third party. Investigation of this case revealed that there were no findings available, the medical device problem could not be characterized due to insufficient information, and the device component information was insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.